Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed error logs, and they were clear. The isi tse had the customer to shutdown system and reseat digital video interface (dvi) fibers connections on the core. After the system was restarted, the image on the touch screen was correct. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, green lines were present on the touch screen. The nurse called in after the surgery was converted due to anatomy to report that green lines were present on the tsc. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed that the fault was isolated to the vision cart monitor and not present within the surgeon console viewer. The tse reviewed error logs, and they were clear. The tse asked the customer to shut down the system and reseat the digital video interface (dvi) fiber connections on the core. After the system restarted, the image on the tsc was correct. The system was ready to use. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.